Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, weight within specifications, white particles, crease fold. A microscopic analysis was performed which identify a striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior assessed as surgical damage. Additional, corrected and/or changed data: d.10, h.3, h.6.